Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and customer information.

Event description:
It was reported that during a procedure to replace an implantable pulse generator (ipg), the physician had difficulty removing the lead from the header of the ipg. Once the lead was removed, it was damaged. The physician connected the damaged lead to the replacement ipg and diagnostics indicated high impedance readings. The next course of action has yet to be provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.